Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the tool was broken at the stem just below the head. The likely cause was identified as due to user might not adequately irrigate the cutting site during use and the user might have applied greater pressure on the tool, which might led to fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during transsphenoidal pituitary tumor surgery, the ball tip of the grinding bit 10ba40d was broken. No patient impact reported. It was also reported that there was no damaged piece remained in the patient's body. The procedure was completed with backup product(s). On follow up it was reported that there was a delay of 10 minutes in the surgical procedure, there was no intervention performed and there was no patient or staff impact associated with this event.